Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.

Event description:
Patient reported ¿discomfort and pain¿, ¿encapsulation of the prosthesis¿, capsular contracture baker grade unknown, fluid around the periphery of the implant. This record is for the left side. Device remains implanted.

Event description:
Patient reported ¿discomfort and pain¿, ¿encapsulation of the prosthesis¿, capsular contracture baker grade unknown, fluid around the periphery of the implant. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, b3, b5, d1, d2a, d2b, d4, d6a, g2, g4, h4, h6.

Event description:
Patient reported ¿discomfort and pain¿, ¿encapsulation of the prosthesis¿, capsular contracture baker grade iii. Later healthcare professional reported ¿distorted, hard and painful breast¿ and capsular contracture baker grade iii. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device device has been explanted.